Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Unstable total knee. Poly swap.

Manufacturer narrative:
An event regarding revision surgery due to instability involving a scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: clinician review of the medical records provided indicated that instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. Device history review: not performed as the lot ID was not reported. Complaint history review: not performed as the lot ID was not reported. Conclusions: revision surgery took place due to instability whereby the insert component was exchanged. Clinician review of the medical records provided indicated that instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Unstable total knee. Poly swap.